Event description:
It was reported that during a trial procedure while using a very low amplitudes, the patients arm was shaking uncontrollably. They then turned the stimulator off for a few minutes, and the shaking continued intermittently. The physician does not know why this type of response would occur when the lead was confirmed posterior. The lead was pulled and procedure was aborted. The device will not be returned per hospital policy.